Event description:
It was reported that the right ventricular (rv) lead was experiencing high impedance on both high voltage coils. When the rvtip-rvcoil pair was tested, there was no sensing, failure to capture, and high impedance. A conductor fracture just distal to the rv highvoltage pin is suspected. The lead was explanted and replaced. Also, during the procedure, the right atrial (ra) lead became dislodged. This lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.